Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
After the left tka, lateral condyle fractured. Patient is in rehab. Surgeon assume that this event occurred because of poor bone quality and too much ostectomy. Is there any problem in making the box?